Event description:
It was reported to baxter (B)(4) that the reservoirs of two infusor lv 2 devices ruptured during filling. This is report 2 of 2. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. Device evaluation: the device was returned to baxter for evaluation. A visual examination was performed. Device evaluation confirmed the reported condition of a ruptured reservoir. The device is a single use device and was discarded. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported in the initial medwatch report for this report that the reported condition of "ruptured reservoir" was confirmed, however, the rupture was not in fact confirmed. The reservoir was still not ruptured and the report could not be confirmed.